Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issues with the screw of the insulin pen. Customer stated that the screw was not moving as intended. Customer stated insulin did not exited. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.